Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. It was reported that the caller said one time somebody put a scanner on the wrong side of the patient¿s body and the patient reacted with a ¿weird episode¿ that they were pretty sure was related to the patient¿s dbs device. The caller explained that the patient had the dbs on their right side of their chest and their pacemaker on the left side. The caller thought the hcp put a scanner over the wrong device, which may have caused the patient¿s ¿weird episode.¿ the caller confirmed that the issues from that episode had resolved. The caller also noted that they were pretty sure the patient¿s implant was dead, but that the patient didn¿t really need it anymore because the patient wasn¿t getting tremors anymore. There were no further complications reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient¿s weird episode was not an ordinary experience, but there was no device/therapy concern. The patient wasn¿t sure about the report that their device was dead. There were no further complications reported.